Event description:
A customer reported that excessive bubbles came into the pt's eye in the middle of a vitrectomy procedure. The surgeon finished the procedure with the same equipment, and kept aspirating the bubbles out. There was no harm to the pt. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).